Event description:
Device report from synthes reports an event in switzerland as follows: it was reported that on (B)(6) 2022, the 10mm and 14mm ria 2 reamers broke during an unknown procedure. There were fragments generated which remained in the femoral canal. The procedure was delayed by ten (10) minutes. The procedure was successfully completed. This report is for one (1) 10mm reamer head for ria 2 sterile. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Initial reporter is synthes sales representative the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H9:(B)(4). H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 investigation summary: the product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the reamer head f/ria 2 ø14 had broken locking tangs. No other issues were identified. The embedded device condition reported cannot be confirmed as no postoperative radiographic images were provided. The dimensional inspection was not performed due to the post manufacturing damage. The observed condition of the reamer head f/ria 2 ø14 was consistent with failures investigated under CAPA-010231. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the reamer head f/ria 2 ø14 was observed to have broken locking tangs. Due to the trend with the broken ria 2 reamer heads identified during post market surveillance, the CAPA-010231 was raised to determine the root cause of broken head breakages. The cause of this issue was identified as deviation from the recommended surgical approach of 10 degrees. Additionally, the product issue escalation (pie (B)(4)) was initiated to define any further action related to the breakage. There was no indication that a design or manufacturing issue contributed to the complaint. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: no issues. H4 device history: manufacturing location: supplier ¿ mark two engineering / inspected and packaged by: monument release to warehouse date: 04-jan-2021; expiration date: 01-dec-2030; part number: 03.404.024s, 14.0mm reamer head for ria 2-sterile; lot number: 80p5159 (sterile); lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Note: scn number was not notated on the traveler. Traveler indicates that sterility processing was supplied by sterigenics but the document could not be reviewed. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404.m024, ria 2 reamer head 14.0mm; lot number: 7009008; lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of compliance received from mark two engineering dated 05-jun-2020 was reviewed and determined to be conforming. Certification for heat treat supplied to mark two engineering from vacu-braze inc. Dated 15-may-2020 was reviewed and determined to be conforming. Heat treat specified at 50-55 hrc. Results certified at 51 hrc certificate of compliance supplied to mark two engineering from boston centerless dated 06-feb-2020 was reviewed and determined to be conforming. Raw material certification supplied to boston centerless from carpenter dated 24-jul-2019 was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reason for the revision was it was a secondary procedure using a masquele technique. The previous device was temporarily a lcp wide bent, item number unknown, now is a va-condylar implant.